Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-23795. Related manufacturer reference number: 1627487-2020-23796. It was reported the patients entire system was explanted due to ineffective stimulation.